Event description:
A second eye stent did not deploy properly. Md attempted to thread the stent back on, then there was no more clicks/advancements available in the delivery system. So, doctor decided to only deploy 1 stent. Protect had patient contact but no patient harm. Manufacturer response for istent trabec micro byps multi, (brand not provided) (per site reporter). Reached out to field rep with no response.

Event description:
A second eye stent did not deploy properly. Medical doctor attempted to thread the stent back on, then there was no more clicks/advancements available in the delivery system. So, doctor decided to only deploy 1 stent. Protect had patient contact but no patient harm. Manufacturer response for istent trabec micro byps multi, (brand not provided) (per site reporter). Reached out to field rep with no response.